Manufacturer narrative:
H6: investigation summary: one photo and video was received by our quality team for evaluation. Photo and video show a partially retracted device with needle sticking out the safety chamber verifying the reported defect of needle retraction failure. A device history record review found no non-conformances associated with this issue during production of this batch. This type of defect can be caused during multiple steps of the manufacturing process. Photo and video do not provide sufficient evidence to narrow the root cause down to a specific component or process. Without physical sample or more detailed pictures providing clues to identify the root cause, no further investigation can be performed. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the insyte ag bc global yel 24ga x 0.75in the needle would not retract. The following information was provided by the initial reporter. The customer stated: "the device that performs the retraction of the needle after puncture did not work. Needle was not retracted even after pressing the button."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the insyte ag bc global yel 24ga x 0.75in the needle would not retract. The following information was provided by the initial reporter. The customer stated: "the device that performs the retraction of the needle after puncture did not work. Needle was not retracted even after pressing the button."